Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. (B)(4). The field service engineer (fse) determined the cooling fan screw was loose. The fse tightened the loose screw and the issue was resolved. After the repairs were completed the unit passed all required performance verification tests, was returned to full functionality, and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator unit encountered the cooling fan speed alarm. There was no patient involvement reported.